Manufacturer narrative:
Per customer, the qc results were within range. The customer also retrieved and tested frozen survey samples and the results correlated. Service was not requested. The physician stated that the patient was no longer on medication, which may be why the results generated on (B)(6) 2011 matched between the two systems. This appears to be sample specific issue.

Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneous high uric acid result (3.3 mg/dl) on one patient generated by the synchron unicel dxc 600 pro clinical chemistry analyzer. The result was not reported out of the laboratory and questioned by the physician who requested retest at an alternate reference lab. The customer repeated the initial sample and obtained high result (3.1 mg/dl). The result from the reference lab was lower (0.3 mg/dl). The physician accepted the reference lab result as correct. On (B)(6) 2011, the customer tested another sample that was drawn in the morning. The dxc generated a result of 4.4 mg/dl and the reference lab result was 3.7 mg/dl. Patient treatment was not affected by this event.